Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the customer already resolved the issue. The technical support specialist confirmed that the customer has already addressed the problem. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, the refrigerator was not found on communication bus and unable to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.